Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission, revealed that the implantable cardioverter-defibrillator (ICD) exhibited undersensing. No programming changes have been made. There were no patient consequences.